Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned devices identified that the femoral component, stem extension, and augments were assembled together. Bone cement was noted on the backside of the femoral component and on the augments. Based on the visual inspection the augments appear to be assembled correctly. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee revision, following trialing of the components, the surgeon attempted to seat the assembled stemmed femoral components, however they migrated medially and would not seat properly. The product was noted to be approximately 5 millimeters valgus, compared to the way the trial went into the canal. The implants were removed and new implants were opened and able to be implanted correctly. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen femoral augment, cat#: 00599003401 lot#: 63487010. Nexgen femoral implant, cat#: 00599401491 lot#: 63548968. Nexgen femoral stem, cat#: 00598801015 lot#: 63464362. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05367, 0001822565-2017-05368, 0002648920-2017-00501.

Event description:
It was reported that the implant used did not fit the trialed femur. The product was noted to be approximately 5 millimeters valgus, compared to the way the trial went in the canal. No adverse events have been reported as a result of the malfunction.